Event description:
The patient reported that she heard a "pop" and had a shocking sensation. Every time she tried to put it back on, it shocked her. It was suggested that the patient discontinue wearing the processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Additional information: based on the limited information received, a malfunction of the device due to humidity ingress at the housing braze joint through micro-leaks appears likely. However, also the reported four channels being out of cochlea and the externals being heated up cannot be excluded to have caused the reported problem. To determine an exact root cause a device investigation would be necessary.

Event description:
The patient reported hearing a "pop" then the device "shocked" her. Every time the patient tried to put it back on, it shocked her. The patient has had a history of device heating up. According to further information received on july 10, 2015, due to the patients lack of language and lack of familial signing abilities, a lot of information gets lost in translation. According to information received on november 16, 2015, the patient was seen with an interpreter. The patient was not wearing and did not wear the device, as she was bullied. Her communication is limited and she does not get enough benefit to continue.